Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test and displacement test. Power connector plug in and locked in place properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on even after changing batteries. No harm requiring medical intervention was reported. The device will be returned for analysis.